Event description:
It was reported that during a meniscal suturing procedure, when using the TRUESPAN 24 DEGREE PLGA device in accordance with the instructions for use (IFU), it was observed that the anchor became unusable because it was not fixed, and dislocated. It was reported that another device was used to successfully complete the procedure. It was reported that all fragments were removed from the body. There was no surgical delay and no harm to the patient. All available information has been disclosed. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.H11 Additional Narrative:As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.